Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that first sensor was damage, sensor not run and after removed no electrode and not stay in patient body. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported that needle hard to remove during injection. The device will not be returned for analysis.